Event description:
(B)(6). It was reported that balloon slippage occurred. The subject presented with unstable angina (braunwald classification: iiib). The subject was on a prior regimen of aspirin (>= 72 hours) and antiplatelet other than aspirin (>= 72 hours) medications at the time of index procedure. A loading dose of 324 mg of aspirin and 180 mg of ticagrelor was given prior to the procedure. The 70% in-stent restenosed, 3.50 x 24mm, target lesion was located in the mid lad. The target lesion was predilated using a 3.5 x 15mm nc quantum balloon which slipped from the lesion multiple times. The lesion was further predilated using a 3.5 mm x 20 mm balloon with 70% residual stenosis and timi flow of 3. Following pre-dilation, the lesion was treated with 3.5 mm x 30 mm study device successfully with 0% residual stenosis and timi flow of 3. The subject was discharged on aspirin and ticagrelor.